Event description:
The customer contact reported a crack in the soluset of the tubing set; subsequently, a leak was noted. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of ivig, at an unspecified rate. After an unspecified length of time, an unspecified volume of solution leaked from a crack in an unspecified location of the soluset of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy that was critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.